Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient intermittently started experiencing burning at ins site. When asked, the patient said it started about a month ago (month confirmed). The patient hadn't noticed any patterns and said hadn't had any falls or trauma. The patient did say that they do exercise for 1.5 hours a day (1 hour on treadmill and half hour on exercise bike) and then works on arms and legs at club. The patient was redirected to their healthcare provider to further address the issue. The patient was going to monitor and track when they experience the burning sensation in order to provide information to hcp.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that one time about a couple of weeks ago or so, the ins site felt like it was burning. When asked, the patient said they might have accidentally rubbed it. Patient to monitor and if reoccurs to notify managing doctor. The patient was redirected to their healthcare provider to further address the issue.